Event description:
Customer reported she was hospitalized for high blood glucose levels due to multiple set changes because of no delivery alarms. Troubleshooting performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.